Event description:
Through the article "masson's tumor of the reconstructed breast" one patient is reported to have developed "recurrent intermediate grade invasive ductal carcinoma of [their] left mastectomy site." This was determined to be not device-related. The patient received "4 cycles of adriamycin and cytoxan," "chest wall skin and soft tissue wide resection with preservation of [their] left-sided subpectoral silicone implant," "radiation therapy to the left chest wall region," and "was thereafter placed on postoperative adjuvant antiestrogen therapy with aromatase inhibitor." Then, the patient presented with a "palpable, painful lump" which upon biopsy and subsequent surgical resection were found to be "predominantly hematoma with focal papillary endothelial hyperplasia." MRI identified a "ruptured subpectoral silicone implant." Pet-CT scan identified "hypermetabolic intrathoracic lymph nodes." Device was explanted.

Manufacturer narrative:
Article citation: klonk, I. Povoski, s. Tozbikian, g. Hawley, j. Masson's tumor of the reconstructed breast. Radiology case reports. 2023; 1748-1753. Health effect impact codes: f2201 biopsy, f2203 imaging required, f2303 medication required, f2305 radiation therapy. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.